Event description:
Infusion pump with 100 ml of marcaine was utilized following arthroscopic shoulder surgery. User facility reported pt returned to ER two hours later with empty reservoir. Pt reported to incur seizures, admitted to i.c.u., released approximately 48 hours later without further complications.